Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the log file downloaded from the returned system controller and reproduced during testing. The log file contained approximately 4.5 days of data (B)(6) 2020 ¿ (B)(6) 2020, per the timestamp). A driveline fault alarm was active throughout the log file due to phase 2 being measured lower than phases 1 and 3. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020, at 8:38:43 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected. The returned controller was functionally tested with a test power module/system monitor and a test pump with no issues observed initially; however, during testing the driveline fault alarm activated due to phase 2 being measured lower than phases 1 and 3. Further evaluation of the controller did not reveal any issues that would have contributed to the driveline fault alarms. The driveline wires and connectors were in unremarkable physical condition. The resistance of the driveline phases was measured with no issues observed. Visual inspection and circuit analysis performed on the system controller main printed circuit board (pcb) did not reveal any issues. The controller was reconnected to a test power module/system monitor and test pump for an extended period of time without any issues or atypical alarms produced; the driveline fault alarm could not be reproduced again during testing. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The root cause of the reported event could not be conclusively determined through this analysis. Similar events related to driveline faults have been identified and the issue has been addressed via a CAPA. The system controller was manufactured prior to the implementation of the CAPA. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault and replace system controller alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the outpatient clinic for a routine check. The vad coordinator recognized a driveline fault alarm on the monitor. The patient's pocket controller was exchanged. The system then worked fine without an alarm. All three phases of the driveline were in a normal range.